Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 26 mm sapien 3 ultra resilia implanted in the aortic position by right transfemoral artery approach. During the final phase of valve deployment, the balloon of the commander delivery system burst. Valve expansion and positioning were assessed as satisfactory. . However, retrieval of the ruptured balloon was difficult, as it could not be withdrawn into the right iliac artery due to resistance described as an ''umbrella effect,'' necessitating surgical support. A small surgical cutdown was performed on the right iliac artery to facilitate removal of the delivery system. The patient remained in stable condition. Per the information provided, the event was attributed to calcification, although the valve was noted to have minimal calcification.